Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported cerebrovascular accident could not be conclusively determined.

Event description:
Following a pulmonary vein isolation (pvi) procedure, a cerebrovascular accident (cva) occurred. Following the procedure, the patient experienced hemiparesis on the left side. A CT scan was performed and revealed a cva. No treatment was administered and several days later, the hemiparesis resolved. There were no performance issues with any abbott device.